Event description:
A malfunction on a pump was reported when the customer went into a pool with it. The pump screen would not turn on despite various attempts to charge it, and there was no adverse impact to the customer¿s blood glucose level. Technical support attempted to troubleshoot the issue but eventually decided to replace the out-of-warranty pump.